Event description:
A dialysis facility reported that there was excessive fluid removal during a hemodialysis treatment. The patient was hypotensive post treatment and was given a total of 1,300 ml. Saline. Based on the weights reported, saline given and what the machine had indicated was removed, there was a weight loss variance of approximately 4 kg. There was no serious injury or illness.